Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31478712l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation, and the patient experienced cardiac tamponade that required drainage. After the procedure, a pericardial effusion was confirmed by soundstar. It was noted during hemostasis that blood pressure decreased. After the hemostasis completion, drainage was performed. After the drainage completion, blood pressure was recovered, and the patient left the room. Patient fully recovered (no residual effects). There was no premature ventricular contraction occurred, and the post-procedure progress was favorable. The physician's opinion on the relationship between the event and the product was that it was the case of vt (ventricular tachycardia) originating from the lv (left ventricle); however, the physician considered that the rv (right ventricle) catheter (non-biosense webster inc. Product) might be the cause since venous blood was drawn during the drainage. There were no abnormalities observed prior to or during use of the product. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. Procedural act (activated clotting time) was over 300.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).